Manufacturer narrative:
E1: initial reporter facility name - (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the tape down clip for pall medical filter was separated from the pall medical assembly. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of 3-4 clearlink non-dehp solution sets came apart, and a leak was observed. These issues were observed during patient infusion of an unspecified chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.